Manufacturer narrative:
Event date: the exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the partial mesh excision surgery. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a vaginal hysterectomy & tension-free vaginal tape (totvt) placement procedure performed on (B)(6) 2011 to treat dysfunctional uterine bleeding and stress urinary incontinence. During the procedure, there was approximately 500cc of blood loss observed. Also, some bleeding around the vaginal cuff were identified and were bovic coagulated. On (B)(6) 2020, the patient underwent a partial excision of mid-urethral sling and cystourethroscopy procedure. During the procedure, a mesh sling was identified exposed on the right sub-urethra and was poorly incorporated in this area. Subsequently, local anesthesia was injected into the surrounding tissues. The mesh sling was dissected free of surrounding tissue along the area of exposure with care taken to dissect directly on mesh to avoid injury to nearby structures. Once the mesh became more normally incorporated at the midline sub-urethra, it was transected freely as it entered the obturator space. According to the surgical pathology report with the specimen provided from the surgery, there was a foreign body and tissue from the vagina observed. It was consistent with mesh, foreign body reaction and traumatic neuroma. On (B)(6) 2020, the patient had undergone a rectus autologous fascial sling harvest, placement, and cystoscopy procedure. The patient had worsening stress incontinence documented in urodynamic testing and desired to repeat the surgery for stress incontinence improvement. Based on her experiences with mesh and after discussing her options, she opted to proceed with rectus autologous fascial sling. Reportedly, the patient had an estimated blood loss of 50cc during this procedure.